Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j2 pin 8 which was found to be was slightly bent and loose.

Event description:
It was reported to philips that the battery pins are damaged. There was no patient involvement.